Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker and a right ventricular (rv) lead implant procedure to the hospital on (B)(6) 2021. During procedure, while examining the rv lead, it was noted that there was high pacing impedance and high capture threshold. The physician repositioned the rv lead multiple times to get the optimum reading but was unsuccessful. Due to this, the rv lead was explanted and replaced by the physician in the same procedure resolving the issue. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and high pacing threshold were not confirmed. Analysis was normal. No anomalies were found.